Event description:
It was reported that the patient's touchscreen was unresponsive.. There was no adverse impact to the customer¿s blood glucose level. The patient declined a transfer to the customer technical support and no additional corrective actions or outcomes were provided.